Manufacturer narrative:
Date of event is estimated. Patient weight is unknown. Additional components potentially involved in the event include: common device name: scs lead, model:mn10450-50a, UDI: (B)(4), serial: (B)(6), batch:10734512. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inadequate coverage. The existing lead provided relief but did not cover all pain area. As such, surgical intervention took place on (B)(6) 2026 wherein 2 new leads were added to the system to address the issue. Reportedly, adequate coverage was achieved post op. Investigation was unable to determine which of the leads attributed to the issue.